Event description:
Same case as MFR#: 2134265-2012-01265. Reportable based on analysis completed on (B)(6) 2012. It was reported that during a pulmonary embolization treatment procedure, the coil was unable to advance out of the introducer sheath. The target lesion was located in the lung. The first 10mm x 40cm .035 interlock 2d coil device would not advance out of the introducer sheath. Patient status was reported as fine. However, returned device analysis revealed the interlocking arm pulled off the coil.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was returned for analysis and visual examination of the returned device revealed a .035 interlock 2d coil returned looped onto a snare. The coil was inspected and found to be severely stretched at the proximal end. Dried blood was present on the fiber bundles. Dried blood was present at the proximal end therefore the coil was soaked in luke warm water to remove the blood for additional inspection. Upon removal the main coil interlocking arm had been pulled off the coil and there was evidence of a weld. Microscopic inspection revealed the coil zap tip shape and surface was smooth. Dimensional inspection determined that the coil was damaged and not all dimensions could be measured. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user related issues due to insufficient flush. Product analysis found a significant amount of dried blood on the coil. The presence of this amount of dried blood indicates a lack of flush was maintained during the procedure. The dfu states "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system."